Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by clinical engineering that the patient was admitted on (B)(6) 2017 as he was experiencing high watt alarms and a rise in powers. It was stated that log files were attached. It was further stated that the powers continued to rise and were increasing 4 watts per day and powers eventually got up to 16 by (B)(6) 2017 when the patient expired. According to the site the patient was not a candidate for pump exchange. Patient was alert and oriented and did not want to turn off pump right away. Since hospice was not an option for patient as he could not go home on heparin, patient chose to stay in hospital, and decided on (B)(6) 2017 to shut off ventricular assist device (vad). Patient expired on (B)(6) 2017 about ten minutes after deciding to withdraw care. No autopsy was performed, therefore pump remains implanted. Site will be disposing of peripherals. Clinical team states they do not attribute patient's death to the pump. No additional information available.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed several high watt alarms on the reported event date. Of note, the clinical team did not attribute the patient's death to the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.